Event description:
Beckman coulter inc. (Bec) contacted this customer on (B)(4) 2012, via the troponin (accutni) marketing survey program (msp) customer contact program. Customer indicated one occurrence of non-reproducible false positive accutni results. The original result generated by their access 2 immunoassay system was 0.16ng/ml which was reported outside of the laboratory. The customer has a repeat protocol in place to reanalyze any sample that is greater than 0.04 ng/ml. The samples are re-centrifuged and checked for clots before reanalysis. The result obtained after reanalysis was <0.04 ng/ml. However, this was a patient in the ER and patient was admitted before retest result was transmitted. There was no further patient intervention beyond admittance.

Manufacturer narrative:
All of the system parameters (qc and system checks) were performing within assay/instrument specifications. The customer did not provide information indicating an increase in occurrence or instrument malfunction. Sample was collected in heparinized plasma tube and centrifuged for 5 minutes at 4500 rpm. No issues were noted with the sample. Service was not dispatched for this event as the customer declined to have an engineer on-site. In conclusion, there was insufficient evidence supplied to reasonably conclude that a specific cause and/or malfunction occurred in conjunction with this event.